Manufacturer narrative:
Internal reference number¨: case (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence cori notes an error message which says that it has internal problems and it was not possible to move forward. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. The complaint does not provide additional information regarding the reported internal error, such as: when the internal error occurred, or if there was another error that occurred prior to the internal error. It is possible that the internal error is an occurrence of a known software defect where, following a non-recoverable error (where the user is forced to exit the application), the user is prompted to quit intra-op, which results in the ¿internal error¿ message displayed. When the intra-op encounters a non-recoverable error, it requests the user to quit the application, but still displays the ¿internal error¿ message to the user. This was originally identified as a potential software bug. However, with non-recoverable errors, it was determined that the ¿internal error¿ message is programmed to be displayed to the user and is not a software issue. In the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.